Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. A review of the submitted event log file contained data spanning approximately 4 hours (04:23:21 to 08:46:12 on 06mar2025 per the timestamps). The log file captured power cable disconnect, low voltage hazard, and no external power alarms on 06mar2025 from 7:19:05 to 7:29:28 due to repeated losses of ac power while connected to the mobile power unit (mpu). The log file captured the driveline being disconnected at 07:20:32 triggering driveline disconnect, pump off and low flow alarms. The driveline was reconnected at 07:27:41; however, the pump did not restart at this time due to there being no external power supplied to the system controller as the mpu was not connected to ac power. Power was restored from the mpu at 7:29:28; however, the pump was not able to complete start-up due to the system controller being reset at 07:29:32. The mpu was not connected to ac power when the system controller was powered back on resulting in power cable disconnect and low voltage hazard alarms. At 07:29:34, ac power to the mpu was transiently restored; however, ac power was immediately lost again. The pump was not able to start again due to the loss of external power and the system controller being reset again at 07:29:37. After the system controller reset, the mpu was connected to ac power and the pump subsequently started and gained speed above the low speed limit at 07:29:42, resolving all alarms. No additional system controller resets were captured in the log file. The cause of the system controller resets could not be determined from the log file. The log file captured additional power cable disconnect, low voltage hazard, and no external power alarms due to a loss of ac power while connected to the mpu from 7:35:48 to 7:35:06. The alarms resolved when power from the mpu was restored. The backup battery supplied power to the system during all no external power events. There were no other notable alarms or events active. Provided information from the hospital stated that the driveline disconnect is believed to have been associated with an attempted system controller exchange. Multiple good faith efforts were sent to retrieve additional information regarding the cause of the driveline disconnect alarms and the losses of ac power while connected to the mpu; however, to date, no response has been received. The losses of ac power while connected to the mpu are addressed under the mpu investigation. The root cause for the reported event could not be conclusively determined through analysis. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, driveline disconnect, and no external power alarms. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup system controller and instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup system controller and instructs the user to ensure that patients understand the need for having a caregiver present during a system controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook section 2 "how your heart pump works" and heartmate 3 instructions for use section 2 "system operations" explain the lights, sounds, on-screen messages, and buttons on the user interface, including the battery button and battery power gauge. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived in the emergency room with issues stemming from driveline disconnect. Log file review revealed low voltage hazard and no external power alarms starting 06mar2025 at 07:19 - 07:20 while on mobile power unit (mpu) power. There appeared to be a total loss of power to the mpu. The emergency backup battery (ebb) powered the pump at this time. At the same time, it appears the driveline was also disconnected. The cause of the driveline disconnect was believed to be an attempted system controller exchange. The driveline appears to have been disconnected from 07:20 to 07:29 at which point power was restored to the mpu and the ventricular assist device (vad) resumed operation. Another episode of low voltage hazard and no external power events was noted on 06mar2025 at 07:35 due to the mpu losing total power enabling the ebb to power the vad until power was restored to the mpu. The event lasted around 21 seconds.